Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aorta balloon (iab) therapy the console generated a fiber optic sensor failure alarm. The customer unplugged and reconnected the fiber optic (fo) cable, but that did not resolve the issue. They were advised to disconnect the fo cable and connect the transduced inner lumen to the console. They had previously done so and were guided to leveling and zeroing of the transduced arterial pressure (ap). The customer mentioned that the patient was most likely going to be transferred to another facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
Event site name - (B)(6) hospital. Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).